Event description:
It was reported that this pacemaker exhibited noise and oversensing on the right atrial (ra) and right ventricular (rv) channels due to electromagnetic interference (emi) from the patients use of a transcutaneous electrical nerve stimulation (tens) unit. It was possible that the oversensing resulted in pacing inhibition. Other lead measurements were normal, and the patient was asymptomatic. The patient was being followed by their physician. No adverse patient effects were reported. The device remains in service.